Event description:
It was reported that the customer had several incident of low episode. The paramedics were called to the home. It was informed that the customer was found unconscious on the bathroom floor. The contact did not want to troubleshoot the pump. It was indicated that the pump is working fine. The doctor stated that he believes bd meter is inaccurate which leads the customer to over-bolus resulting in low bgs. The contact did not provide more info at the time of call.